Event description:
"S/p b submusc infra 310cc surgitek gels for augmentation. Pt states l has never felt right and they are getting harder. R is also smaller. Denies h/o trauma but c/o pain in the breasts, l more than r. In addition over the years has developed systemic sx's dx'd as cfid's. These are progressive and disabling. These include arthralgias (+am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, headaches, frequent uri's, night sweats, peridontal probs, visual changes, dizziness, memory loss, sicca, oral sores, rashes, sen sun/cold (+raynaud's)/chem, sob, choking sensation, wgt fluctuations, gi/gu disturb, pelvic pain, and decreased libido. Pt is otherwise healthy."